Event description:
On 10/21/02, gliatech was made aware that, for one unit of adcon-l, "when opening the package ... The outer lid split, thus making it impossible to remove the inner packaging without contamination". The information was received from distributor. The product was not administered to a patient. Product information is: # g0026, lot #01198n1, expiration date june 2003. A return goods authority was provided to the distributor. The product was returned to gliatech 11/11/02.